Manufacturer narrative:
(B)(4). Medical product: unknown nexgen femoral, cat#: unknown lot#: unknown, unknown nexgen bearing, cat#: unknown lot#: unknown. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised to address tibial loosening. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of radiographs. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The returned radiographs were sent for review by a third party health care professional. The review found that the femoral component had a standard fit but with a 2 degree valgus alignment. The femoral component also exhibited a radiolucency at the metal bone interface posteriorly. The tibial component was found to have normal sizing but was found to be malalignment with excessive posterior slope which is indicative or loosening and subsidence of the device. It cannot be determined if the device was incorrectly placed in this position as there are no immediate post operative x-rays to compare to. The bone cement was found to be non-uniform with very little being found along the tray and along the stem of the device. It was also noted that there is general osteopenia (osteolysis) throughout the knee joint. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.